Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 330 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was still hospitalized at the time of the call with tandem tech support, however indicated the issue was resolved and no permanent damage was sustained. Reportedly, the customer reverted to manual injections for insulin therapy.